Event description:
Information received from the field does not address the patient's clinical status but notes that four days post implant, the patient presented to the clinic for lead repositioning due to dislodgement. When the stylet was inserted, blood was observed in the lumen of the lead. The lead was successfully repositioned and remains implanted.